Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that it was determined that the power management (pm) board had failed. The customer declined to have the device serviced by philips and went with a third-party repair site. It was reported that the pm board was repaired, and not replaced. No details were provided on how the pm board was repaired. The issue was resolved, and the device was returned to service.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an over-voltage protection (ovp) circuit fault error code. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.